Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. Customer stated went to swimming and had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further review, there is mold inside the battery connectors and on the keypad flex cable, and there is corrosion on the pins of the lcd connector located on electrical board and on the back of the lcd screen. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the device where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.